Event description:
Lap band was implanted on (B)(6) 2020. There was a leak on (B)(6) 2020 the device was removed and revision surgery was performed. Four weeks post replacement for the leak, the patient was admitted to the hospital for infection around the port area. The explanted port was thrown away by staff. They disposed of the product.

Event description:
Lap band was implanted on (B)(6) 2020. There was a leak on (B)(6) 2020 the device was removed and revision surgery was performed. Four weeks post replacement for the leak, the patient was admitted to the hospital for infection around the port area. The explanted port was thrown away by staff. They disposed of the product.